Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is confirmed per picture provided. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this failure is wear and tear damage incurred over repeated usage of the prying/leveraging device.

Event description:
On 12/6/2023, it was reported by a sales representative via (B)(4) that an ar-9215-1-03 universal quick connect handle broke off when positioning the guide. The broken piece was retrieved. No case involvement. Additional information has been requested. On 1/8/2024, the sales representative provided the following information via email: the handle broke during use in a total shoulder arthroplasty procedure. A piece broke off in the drill guide but was retrieved. A second ar-9215-1-03 universal quick connect handle in the set was used to complete the procedure with no adverse effect to the patient. The case was delayed for 60 seconds, and no additional anesthesia was administered to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.